Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose for about a week. Blood glucose level the day prior to calling, was 499 mg/dl, which was treated with manual injection and the insulin pump. Blood glucose value at the time of the call was 350 mg/dl. Troubleshooting was not performed due to the customer not having the infusion set and reservoir used t the time of incident. The insulin pump will not be replaced or returned for analysis.